Event description:
It was reported that during a procedure the ultrasonic scalpel was "not burning properly and blade not opening." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The device tray lid with the label was returned along with a note on the label with the reported event. Since the complaint device was not returned for an evaluation, a conclusive root cause could not be determined. However, based on the information in the generator manual and instructions for use (IFU), the reported issue of the device "not burning properly" many have occurred as a result of generator settings and/or end user technique during clinical uses. Sss's IFU states: "use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." As for the reported issue of "blades not opening", there have been instances where the teflon pad wrapped around the blade which prevents the jaws from opening. This has occurred when the teflon pad melted down the center forming a loop which then became wrapped around the blade resulting in the jaws being held closed. Melting of the teflon pad is typically caused by activation without tissue between the closed jaws of the device. Sss's IFU states: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either o the foot pedals is depressed." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00017 where an additional procedure had to be performed due to a vessel not being sealed during the original procedure, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.